Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the post-discharge check in hospital, atrial lead dislodgement was observed post implant. The lead was explanted and replaced. Patient was stable.